Manufacturer narrative:
(B)(4) the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had multiple pump error alarms. The blood glucose level of the customer was unknown. The customer stated that they could not complete the rewind process and the insulin pump received battery failed alarm. The insulin pump will return for analysis.

Manufacturer narrative:
Insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected drive count or time values or changes incorrect for moving or coasting. Too slow or too fast alarm noted during testing. Device was received with normal operating currents and no unexpected failed battery test alarm noted. Hardware low level failures alarm confirmed in the insulin pump history due to broken trace on keypad assembly.